Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to use a 22.5 x 12mm resolute onyx drug eluting stent. It was reported that no damage noted to device packaging and no issues were noted when removing the devices from the hoop/tray. The device was inspected with no issues noted. Negative prep was not performed. Lesion was pre-dilated. The device did not pass through a previously deployed stent. The stent failed to cross the target lesion and the device was retracted. It was noted upon removal that the stent had dislodged from the delivery system and was lodged outside the tip of the guide catheter in the proximal rca. A snare was used to retrieve the stent from the rca. Please note that this device resolute onyx is not marketed in the united states; however, it is similar to the united states marketed device resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.